Event description:
Two endeavor sprint drug-eluting stents were implanted, one in the mid rca and one in the distal rca (MFR report# 2953200-2009-00033). Patient was asymptomatic / free of symptoms at 30 day follow-up. Sudden death of patient occurred approximately 12 weeks after index procedure. Investigator reported that it is not assessable whether event was related to the study stent. It is reported that event was not related to an mi or stent thrombosis. Autopsy report is not available.

Manufacturer narrative:
Results: death.